Event description:
It was reported that pump displayed malfunction code and issue recurred even after customer reset pump with assistance from technical support, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode and return it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.